Event description:
No additional event information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned part show that the dovetail feature is flared & is fractured on the medial side of post. All pieces were returned. Review of the device history record identified no deviations or anomalies during manufacturing. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice the fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the provisional fractured during extraction. No further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.